Event description:
The physician implanted three gore viabahn endoprosthesis with heparin coating. The devices reportedly occluded within the first week following the implant. The devices were reopened with thrombolysis. The pt had a history of several endovascular and open procedures, and thus, had prior instances of heparin exposure. The pt was positive for pf4 antibodies; however, the platelet count was normal. The devices remain implanted and patent.

Manufacturer narrative:
This investigation is currently in progress. This event appears to meet the criteria per the FDA 5-day event notice regarding heparin containing devices issued in 2008; therefore, gore is reporting this as a 5-day reportable event.